Manufacturer narrative:
Event occurred in another country.

Event description:
Rptr states the pt tested 22.9 mmol/l on the sensor sys and 12.9 mmol/l on a comparison lab. No timeframe reported. No treatment info provided. No adverse event reported. Requested return of suspect sys for eval, however no prod was returned to MFR.